Event description:
On (B)(6) 2002, pt underwent insertion of single chamber aicd s/p scd/v f arrest. Her history includes: cabgx4 (B)(6) 2004 unstable angina with transfer from (B)(6). Upon arrival to (B)(6) clinic on (B)(6) 2004, she received multiple 31j shock therapy for vf. Then on (B)(6) 2004 she received 4 cardiac stents at (B)(6) clinic. On (B)(6) 2004, she presented to office for routine aicd f/u. Interrogation on (B)(6) 2004, revealed ventricular sensing had deteriorated from 3.5mv on (B)(6) 2002 to 1.1 - 1.5 mv on (B)(6) 2004. Capture threshold also rose from 5.5 volts at .6 msec on (B)(6) 2002 to 7.5 volts at .6 msec. On (B)(6) 2004, this ventricular lead model # 0148, serial (B)(4) was capped off and new ventricular lead model #4088 was implanted. Lead impedances remained stable 634 ohm to 617.